Event description:
It was indicated that a patient had a full revision surgery. In a follow-up for the reason for the surgery, it was reported that a patient was found to have high impedance. No devices were received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not indicate that the explanted devices were discarded and would not be returned for analysis.

Event description:
Per a review of the sheet indicating which hospitals are "no product return" sites, it was noted that the hospital of the patient's explant was a "no return" site. All explanted devices at this hospital are discarded and will not be returned for analysis.